Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 0.1 mmol/l and 8.9 mmol/l; 1.1 mmol/l and 9.1 mmol/l. The result of 0.1 mmol/l is outside the numeric range of 0.6 # 33.3 mmol/l of the device. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips.